Manufacturer narrative:
A correlation between the device and the reported ischemic cerebral vascular accident, epistaxis, and gastrointestinal bleeding could not be conclusively determined. Stroke and bleeding are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 3 years. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient expired on (B)(6) 2016 due to an ischemic cerebral vascular accident (cva). No additional information was provided.